Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to seizure. Date of hospitalization was unknown. Also reported that the insulin pump was not delivering. Troubleshooting was declined because insulin pump was not available. The insulin pump will be returned for analysis.